Event description:
Additional information was received stating that this incident did not in fact result in any hypotension nor adverse event.

Manufacturer narrative:
Additional information b5 and h6 codes.

Manufacturer narrative:
The device is available for evaluation- it has not been received. The investigation is pending.

Event description:
The event occurred on an unspecified date and involved a microclave® connector - non-sterile that reportedly spontaneously became loose from the line at the side of the flexible connection (blue side) when the system with the lines is connected to the patient. The facility was connecting this device to several different lines and stopcocks. The report from the customer suggests that there was ¿serious hypotension¿ however specific information has not been provided. Additional information has been requested, and should more information become available, a follow up report will be submitted.